Event description:
It was reported that the nurse call was not functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was phantom motion of the lift due to a stuck siderail button. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the nurse call was not functioning properly. Follow-up submitted with evaluation results which determined there was phantom motion of the lift due to a stuck siderail button.